Event description:
Event description guidant received information that during a lead revision procedure, this right ventricular lead was explanted and replaced due to perforation of the right ventricle. The replacement lead was positioned onto the septal wall.